Event description:
It was reported that patient had implantable neurostimulator (ins) replaced because the stimulation was in the wrong area. Ins discharger and recharger was not responsive. Patient stated that new system works wonderfully. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead, product ID 3778-60, serial# (B)(4), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).